Event description:
The patient presented to (B)(6) with acute left m2 mca occlusion and an nihss of 20 on (B)(6) 2012. The patient received full dose IV tpa and was enrolled in the (B)(6), randomized to the 3d-separator arm. The target occlusion was accessed initially by a 5max catheter over a penumbra velocity microcatheter and synchro-2. The 3d device was deployed into the distal m1 after the velocity catheter was removed, and was left for 5 minutes under aspiration. Following aspiration, final reperfusion score was tici 2b and there were no immediate complications. The next day, (B)(6) 2012, the site reported first in a phone call that the patient had suffered from a hemorrhagic transformation that day. The event was fully reported on (B)(4) 2012 as having possible relationship to the penumbra system, and probable relationship to the angiographic procedure, the IV tpa and index stroke. The event was reported as a large ph2 hemorrhage, and a serious adverse event, confirmed by imaging. Two days later, on (B)(6) 2012, the patient was discharged to comfort care and expired that day.

Manufacturer narrative:
Hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Devices not retained - undamaged.